Event description:
It was reported that the patient had problems with his pump since implant and that he hadn¿t ¿been feeling good¿. According to the healthcare provider (hcp), the pump was malfunctioning in spring 2012. The malfunction had something to do with the dosage. The patient had been vomiting for 5 days. It was noted that, at the time of the incident, the patient¿s hydromorphone dose was much lower than the current dose. It was also reported that the side effects from the hydromorphone were terrible. The pump was taking care of the patient¿s lumbar pain, but they were increasing the dose to take care of his thoracic pain. It was noted that the patient couldn¿t tolerate morphine in his pump. The patient¿s hcp didn¿t seem to care about the patient¿s issues or symptoms. He was supposed to receive a personal therapy manager (ptm), but did not. The device system was used to deliver hydromorphone.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).